Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis did not replicate nor confirm the customer reported complaint. No issue was found during failure analysis. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly, the grips were not bent or stuck. The instrument was fully functional and operated as expected. A review of the site's complaint history does not reveal any related complaints involving this product and/or this event. A log review confirmed the following: a da vinci-assisted benign hysterectomy procedure was performed on (B)(6) 2022 on system (B)(4). A review of the instrument log for the force bipolar instrument lot# k11210816 / sequence (B)(4) associated with this event has been performed. Per logs, the instrument was last used on the reported event date of (B)(6) 2022 on system (B)(4). The instrument had 8 remaining usable lives with no subsequent use recorded. A review of the video clip was conducted by the isi clinical development engineer (cde). The following additional information was provided: the video shows that the force bipolar instrument was used to manipulate the organ. At the 1:32 timestamp, the distal joint of the wrist was bent as it pushes on the organ which dislodges the proximal grip from the clevis. This complaint is considered a reportable event due to the following conclusion: it was alleged that the force bipolar instrument had grip tip sticking out. Jaw dislodgment could result in the tips being stuck and unable to be opened with mtm activation or instrument release kit (irk) use. Although the issue was alleged, failure analysis of the returned instrument identified no issue during testing. The grips opened and closed properly, the grips were not bent or stuck. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur while grasping tissue. Medical intervention may be required in the event that the instrument jaws fail to open from tissue when commanded by the user or system. At this time, it is unknown what caused the grip/hinge to become dislodged.

Event description:
It was reported that during a da vinci-assisted total benign hysterectomy surgical procedure, the customer reported that the tip on the force bipolar instrument was bent and stuck. Use of the instrument was discontinued. A backup instrument was installed. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: at the time of the issue, the instrument tip was unable to open fully (but not stuck shut) and was safely removed with the cannula.